Event description:
Voluntary medwatch form received via cdrh, which states, "reporter had angioplasty and physician inserted a perclose device at the femoral site. Three days later, reporter developed a small lump at the site. They went to the physician who said it looked like a pseudoaneurysm that would slowly go away in a couple of weeks. Two days later reporter started running a temperature and began getting petechiae on right leg (the leg where they had gone into the groin). Reporter went to see physician at the hospital and he said that reporter most likely had a cold or virus. Three days later the "pseudoaneurysm" burst open and started bleeding profusely. Reporter went to the local hospital ER and they got it stopped. Called physician and they sent reporter back home. By this time the petechiae began to turn into sores. Three days later reporter woke up about 5:30 in the morning hemorrhaging. Reporter's spouse called the ambulance. They finally got the site to stop bleeding. A clot stopped the bleeding actually. The bathtub was half full of blood. Once reporter got to the hospital, they began giving blood. Reporter asked for a second opinion and the doctor diagnosed a staph infection. The staph infection was caused by the perclose device and they had to do a femoral bypass." The following info was received upon further query with the reporter (the consumer's spouse). The angioplasty occurred in 2001. Three days later, a one-inch knot was discovered in the right groin. Eight days later a fever developed. Ten days later the right groin puncture site broke open and started to bleed. The right leg was reported to be swollen to twice normal size and had petechiae. It was stated by the physician that the right groin looked like a regular hematoma or pseudoaneurysm; a pressure dressing was applied. The fever was thought to be related to a virus. The next day, sores and blisters developed on the right leg. The consumer was hospitalized for nine days. A blood culture revealed staphylococcus which was treated with oxycillin, cipro and a third unspecified antibiotic. The wound was described as bleeding/oozing and the right leg was cold, discolored and painful with no sensation. Doppler study performed, results unknown. Discharge to home occurred 17 days later with unspecified antibiotic treatment via PICC line. 4 days later, pt was "found in the bathtub hemorrhaging and in shock" and was transported by ambulance to a hospital with "low blood pressure and hemoglobin". Eight to ten units of blood were transfused. An angiogram of the right leg revealed "blockage and a blood clot 3cm long." Two days later, femoral bypass grafting and a muscle flap of the right groin were performed. The consumer was discharged home after two weeks with a PICC line and unspecified antibiotic treatment. Pt reportedly continues to have trouble with their right leg with upper thigh numbness and difficulty walking. A surgeon reportedly stated the numbness is associated with nerve damage caused by the infection".